Event description:
Three and a half weeks post operation of an acumed implanted 4.5 olecranon threaded compression rod the x-rays exhibit the rod to be backing out. Therefore the rod was removed from the patient.